Event description:
It was reported that oversensing was noted on this rv lead during a follow-up approx. 38 months after the implantation. Impedance and sensing values were within the range. The device was reprogrammed and a revision will be scheduled.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed cuts into the insulation and a bend in the lead body 10 cm distal to the df4 connector pin. Bending the lead body requires the presence of mechanical stress. Based on the characteristics of the damage, it is reasonable to assume that these damages were due to applied forces during the extraction procedure. Further analysis revealed abrasion marks along the lead body. In particular 56.5 cm distal to the df4 connector pin the insulation was found damaged due to wear. This damage can be considered as the root cause of the reported clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2021 recorded a gradual increase of stimulation threshold from 0.9 v to 1.8 v with fluctuations and spontaneous peaks up to 2.7 v. The pacing impedance was initially recorded at 400 ohms, before it gradually increased with fluctuations between 470 ohms and 630 ohms. Further analysis of the provided iegm episodes revealed artifacts on the rv and far-field channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.